Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. When the 2.25x16mm taxus express2 atom drug-eluting stent (des) was removed from the package "the stent strut was sticking up". The physician used another taxus express2 atom des to treat the target lesion located in the lima, left anterior descending artery (lad). The procedure was completed successfully and there were no pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.